Event description:
It was reported by service report that there is a hole in the upper lift tube weldment. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Lift tube weldment.